Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast reconstruction revision with mentor smooth round moderate profile 352cc saline prostheses noticed both breast prostheses getting smaller post procedure. She believes the prostheses are deflated. At the time of this report, mentor has received no information regarding explant date. This report is for the left prosthesis. See manufacturer report number 1645337-2018-06432 for the contralateral prosthesis.

Manufacturer narrative:
On (B)(6) 2018, mentor realized it was mistakenly omitted on the supplemental report submitted on 11/30/2018 that no abnormalities were found on the explanted devices. The patient was dissatisfied with her implants and decided to replace them the mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported that the patient was scheduled for explant of her breast prostheses on (B)(6) 2018. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. White material was observed within the device. White and red material was observed on the shell surface. Upon initial inspection the device appears intact. No other anomalies were discovered. This event is unrelated to the device since the patient had dissatisfaction with prior bilateral breast augmentation. The device history record (DHR) of lot number 5764731 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/29/2018, mentor learned that the correct serial number for this complaint device is (B)(4), lot: 5764731. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/29/2018, mentor learned that the patient underwent bilateral removal and replacement with natrelle inspira cohesive breast implants 800cc gel prostheses on (B)(6) 2018; catalog # scx-800, s/ns (B)(4) (l) and (B)(4) (r). The patient was taken to the recovery room in stable condition. Manufacturer¿s reference number: (B)(4).